Event description:
Medtronic received information that one month post implant of this mechanical valve, the valve was explanted due to thrombus causing the leaflet to stick. Physician felt that it may have been due to inappropriate sizing. A past medical history of poor cardiac output was noted and that the valve was too large for a patient with this condition. A smaller valve was implanted successfully without complication.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information is received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.